Manufacturer narrative:
Lock-in treatment was performed with the patient's iris not fully dilated. This resulted in an incomplete lock-in of the lens. After completion of the lock-in procedure, the patient stopped wearing the uv protective eyewear, causing the lens to continue to polymerize. The polymerization resulted in poor visual acuity and visual disturbances (monocular glare and starburst) in the right eye only. The lens was explanted on (B)(6) 2019 and returned on (B)(6) 2019. Evaluation of the returned lens confirmed the continued polymerization of the lens following lock-in. Device history record for the lens was reviewed. No issues were noted with the device history record.

Event description:
Patient reported to have uneventful implantation of the light adjustable lens on (B)(6) 2019. Lens adjustments occured without issue. Lock-in treatment was performed with the patient's iris not fully dilated. This resulted in an incomplete lock-in of the lens. After completion of the lock-in procedure, the patient stopped wearing the uv protective eyewear, causing the lens to continue to polymerize. The polymerization resulted in poor visual acuity and visual disturbances (monocular glare and starburst) in the right eye only. The lens was explanted on (B)(6) 2019.